Event description:
Reference number (B)(4). Event occurred in united kingdom. On 29-june-2024, it was reported by the patient that four infusion set tube coming away due to which hyperglycemia occurs within 24 hours of use. Event was occurred between 24/05/2024 and 08/06/2024. High blood glucose level 14 mmol/l and treated by correction injection via mdi. Patient caller replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1929422- MDR 3003442380-2024-18727- device 3 of 4.